Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that as steps taken to resolve the issue, they met with their clinician (1 day after) where they turned it on for them . There were no further complications reported or anticipated.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported a nurse practitioner was messing with their implant by using their index finger to move the ins up and down and since then they had been having bladder issues and other issues. They reported they had to have surgery the day of the report to reposition the ins because it was bulging out of the skin. They also reported they were getting a power on reset (por) message on their patient programmer screen the day of the report. They noted they had turned the therapy off for surgery. It was also noted there had been recent medical test/emi exposure from the surgery. The patient was redirected to their healthcare provider to address the issue. No further complications were reported or anticipated.